Event description:
The customer stated that the pitch or sound level on the ventilator's audible alarm was intermittent. The customer's biomed tech replaced the alarm assembly. There was no pt injury involved with this event. The customer has sent back the device for analysis. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed the event alleged in this report.